Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Multiple reprogramming options were discussed with the clinician and the patient was to be brought in the next day for reprogramming. The rv lead remains in use. No patient complications have been reported as a result of this event.